Event description:
It was reported that the rv capture thresholds had increased. X-ray showed dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.